Event description:
The account alleged that the siderail was not latching.

Manufacturer narrative:
The tech readjusted right siderail and added a missing retaining pin to the release lever pivot shaft. The tech indicated the siderail looked like it was hit.